Event description:
A malfunction was reported on a customer's pump, indicated by malfunction code malf 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to reach out if the malfunction happened again.